Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. However, while performing the tug test, the closure device shifted and caused a perforation on the side of the posterior lobe of the laa. An effusion was noted and the patient was taken to the operating room to stitch the perforation. The effusion was resolved and the laa was clipped. The patient was extubated and remained stable post-surgery. The patient was discharged.